Event description:
It was reported that a patient with an scs system fell out of bed. The sales representative later met with the patient and observed that the programmer displayed the recharge ipg message. The patient was unable to feel any stimulation when the device was turned up to the maximum settings. All lead contacts read low or invalid. An x-ray was taken and revealed that lead one had pulled out of the epidural space and lead two had partially pulled out of the ipg header.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.